Event description:
It was reported that during a breast biopsy, the marker deployed and the plastic tip broke off into the pt's breast tissue. The doctor was able to remove the plastic piece and the plug. The physician was able to deploy marker into biopsy site. The pt's biopsy was completed with no consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.